Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. It has been over 2 years since the subject device was manufactured. Several attempts were made to contact the customer however no additional information was able to be obtained or provided. Based on the results of the investigation, the defective cable was replaced, and the unit was restored back to specifications. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of "not working¿ was confirmed. It was determined that the image was intermittent and displayed e216 because of a faulty cable unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head was ¿not working.¿ during the inspection of the returned unit, it was determined that the image was intermittent and displayed a e216 error because of a faulty cable unit. There was no report of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.